Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that about 2 weeks ago, the patient had a bladder infection and had taken antibiotics. About a week ago, the patient reported they had no control over their bladder, that their symptoms had returned. On (B)(6) they reported their programmer didn't work for a couple of days, they then replaced the batteries and the programmer worked. Also that morning, the patient reported feeling pain in the vaginal area after increasing stimulation. Patient stated they were at 2.9 and then increased to 3.4, but could not go above 3.4 or the stimulation was too strong. Patient also reported being unsatisfied with the instruction manual, stating there was not any clear information about changing programs. Patient was able to sync with their patient programmer on the call and it showed stimulation was on. Patient changed from program 2 to program 3 at 2.9 on the call and reported they felt stimulation in the correct area. Patient stated they had not gone back to their healthcare provider to see if uti was clear, but they planned on contacting them. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Health care professional reported they do not have any notes/labs about a uti. No further complications reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va1kq0v serial# implanted: 2017(B)(6) explanted: 2018(B)(6) product type lead. Device code: applies to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and manufacturer representative (rep). The rep reported that an explant/replacement occurred on (B)(6)2018. The rep reported that the cause of the explant was that the 3058 (implantable neurostimulator) had been turned many, many times while implanted inside the pocket. The rep stated that the lead was all twisted up with 10 or more twists in it. The system, lead, and generator were removed and replaced. The rep stated that the cause of this is unknown and that the patient denied turning it herself or ¿twiddling¿ it. The rep noted that ¿nothing was performed until they saw it on an x-ray during the case¿. The rep stated that the hospital would not allow him to send a photo of the devices or to return the devices. The rep advised the hospital to return the devices, but the hospital said that the devices will be cleaned, and the manufacturer can make a request to them back. The patient¿s healthcare provider (hcp) was provided. No further complications were anticipated/reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1kq0v, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.